Event description:
A non-healthcare professional reported via us food and drug administration medsun program that during an intraocular lens (iol) implant procedure, when retrieving the lens to be implanted from the supply room, the packaging for the lens was labeled unclearly. The patient needed a +3 power lens, and the provider inadvertently pulled a -3 power lens. While the team determined that the provider was unclear that there were two "types" of lenses for this brand (+ vs -), the team identified that the packaging itself was printed in a way that would make a provider misread or mistake the lens. The iol was exchanged following the initial implant procedure. Additional information has been requested and received stating that in the surgeon's opinion, the lens itself was not an issue, but the packaging was indistinct between (+) and (-) on human factors basis. The patient required another surgery, and the lens replaced with correct measurements. The patient's issues were resolved. Surgeon's prognosis was good.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The facility inadvertently pulled the incorrect product. The directions for use state to examine the label on the package for model, power, proper configuration, and expiration date. After opening the cardboard storage container, verify lens case information (e.g., model, power, and serial number) is consistent with information on outer package labeling. The carton label has 2 minus designations: the word minus (in all capital letters) and a minus symbol (-) are clearly printed under the model designation. The lens case label has two designations: the word minus (in all capital letters) and a minus symbol (-) are clearly printed under the model designation. The facility reported that there was an initial time out that caught an incorrect clinic measurement (+6). The correct measurement was determined in the operating room (+3). The team presumed the correct lens after the first error was caught. No additional time out was conducted. The manufacturer internal reference number is: (B)(4).